Event description:
The rptr did back to back (rapid succession) blood glucose tests, using the same fingerstick. Rptr's results were 470 and 210 mg/dl. Rptr stated that they felt lightheaded. A control test of 146 mg/dl was in range. The rptr noted that the meter had been cleaned with alcohol. On follow up, the rptr stated that rptr checks the confirmation dot when testing, and the technique described for applying blood was accurate. Rptr stated that rptr cleans rptr's meter on a regular basis. No harm was alleged.